Manufacturer narrative:
Submit date: 3/14/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the needle is dull, it is hard to put the needle no the syringe and the needles falls off during injection.

Manufacturer narrative:
He returned samples were sent to the supplier however the supplier confirmed that the samples had been lost before the evaluation therefore the supplier was able to provide the following investigation: the device history record (DHR) was reviewed for lot 16051902, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The supplier chose 20 reserve samples of lot 16051902 to do the needle penetration force test and all penetration forces met product specification and iso standard. Also, the conical fitting of the archived samples were tested and all meet product specification and iso standard. Using a standard luer gauge (type 6:100) to measure the needle hub of a safety needle (the needle size is 23g but it is with same needle hub size as the one for lot 16051902). The tested sample is within the specification. Since the syringe type or sample was lost; the testing for tight fit of the connection between the safety needle and the syringe could not be taken. Based on above investigations, and a review of complaint history for dull issue involving product, the root causes could not be determined therefore this complaint will be closed and used for trending purpose at this ti me. If additional information is obtained, this file may be re-opened for further investigation and the supplier will take the corrective action asap. If information is provided in the future, a supplemental report will be issued.